Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a defective cassette sensor. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to be verify the reported problem. It was determined that the inoperable downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.